Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the proximal to mid-section of the stent was damaged with stent rows misaligned and bunched distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jul-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the first obtuse marginal branch. After a 2.25x15mm balloon catheter was used for predilation, a 2.25x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The physician then decided to stop the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.